Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient's husband stated that his daughter found the patient unresponsive, foaming at the mouth and going into a diabetic coma so she called 911. It was indicated that the patient's husband was not at home at the time of event. It was indicated that the dexcom receiver was displaying 107mg/dl and when the emergency medical technician¿s (emts) arrived, they checked the patient's bg that was reading 24mg/dl. The patient was transported to the hospital. At the time of contact, the patient husband stated that they patient needed to be monitored and would probably be in the hospital for 2-3 days. Additionally, while in the emergency room (ER), the patient's husband stated that the cgm was reading 303mg/dl, compared to the bg meter reading of 143mg/dl. Treatment at the hospital is unknown. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.